Event description:
According to the reporter, prior to use, the device was not recognized by the generator immediately after connection, which showed the unit had already been used, the device was not reprocessed. The device was connected to the generator and was replaced by another device, and it worked fine. There was no patient involvement. Medtronic's initial evaluation of the incident device found an ft10 generator software issue related to the customer's operating software version in which the authentication check gives an incorrect error message.

Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37 cm (lot#: 32350303x). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. Functional testing found that a problem in the v4.0.x software version of the ft10 where the icode dna uids are matching previous slix-s uids with the grey list resulting in e420/max usage error. It was reported that the device has error code 420. The reported issue was confirmed. The most likely cause was traced to inadequate software design. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.